Event description:
Clinicial study-the pt was enrolled in the program in 2004. Target lesion 1 was identified in om1, just distal to the svg anastomosis with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was accessed via the svg to om1 and treated with direct placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilation. The pt was discharged on the 6th day. The pt suffered an asystole arrest for approximately 30 minutes four mos later. The pt was admitted to an outside hospital and given a grave prognosis, secondary to anoxic brain injury. Pt was transferred to the study site for a second opinion a week later. Eeg at that time showed no high brain function, and a neurological consultation confirmed the grave prognosis. On the 10th day, the patient's family member decided to terminally wean the pt. Terminal wean protocol was initiated. The pt went into asystole, and was apneic. The pt expired at 3:05 p.m. There was no autopsy performed. Causality: target vessel(s) involved: no.